Event description:
The customer reported that he alarm did not ring even though it was set t 89% co2. Patient involvement is unknown. There was no report of patient or user harm. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
A complaint was received indicating that "a patient fell to 80% saturation, but the service says that the alarm was not triggered at the central" it is unknown if the device was in clinical use and no death, serious injury or adverse event was reported to have occurred or was alleged as a result of this issue. The remote service engineer (rse) spoke with the biomed who requested technical assistance to understand if an alarm has sounded or not. The rse requested the biomed to provide additional information from the devices alleged in the issue, but no response was received. A good faith effort (gfe) was made to obtain further details, and the following remains unknown or was not provide by the customer: -mx700 serial number, event/error logs, alarm limits set on mx700 , if the alarm sounded or not, the root cause or resolution of the issue. The customer has not received the technical assistance requested due to the lack of response from the customer. Based on the information available and the testing conducted we were unable to replicate the reported problem. Due to insufficient information, the reported problem can not be confirmed. No further action is necessary at this time.

Manufacturer narrative:
Customer did not respond to request.